Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this pacemaker was unable to be interrogated with a programmer in the field. No resolution has been provided at this time. The pacemaker remains implanted and in service. No adverse patient effects were reported.